Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is out of electrical specification (missing pixels). Analysis also found the ventricle output connector is broken and the battery contacts are compressed. Upper case, lower case, ring cover, and battery drawer are broken and contaminated. One bail cover and one bail are missing. One bail cover is broken and contaminated. The ring is bent. Battery release, heart block, lead flex cover, main seal, and battery release o-ring are contaminated. (B)(4).